Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. The patient experienced pain, erosion, infection, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent loosening of vaginal mesh on (B)(6) 2011 due to urgency and frequency of urination. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent neurostimulator battery and lead placement, programming of permanent neurostimulator of bladder and fluoroscopy on (B)(6) 2012 due to urge incontinence, incomplete bladder emptying and interstitial cystitis. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.